Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in china that during a labrum shoulder repair procedure on (B)(6) 2021, it was observed that the anchor pulled out when tightening the suture on the lupine br ds w/orthcrd device. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. The anchor and the suture were not received for evaluation. No anomalies were found in the shaft and tip. The device is incomplete; therefore, this complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 8l26019, and no nonconformances were identified. Based on the condition of the device received, we cannot determine a root cause for the issue experience by the customer. He possible root cause for the reported issue can be attributed to procedural variables, such handling of the device or product interaction during procedure, bending force may was applied to the device at the moment of insertion. As per IFU, do not twist or apply bending force to the inserter. Doing so may damage the anchor, suture, or inserter tip. The lupine br anchor system requires application force (up to approximately 5 lbs.) To insert into the hole when properly aligned with the axis of the hole. If necessary, use a mallet to impact the proximal end of the inserter to implant the anchor. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.